Event description:
The hospital just received the repair of the device and the or could not move the gold handle on the base unit. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 08/19/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: unit received with the base handle will not adjust properly and the adjustment nut will not tighten down from the threads being cross threaded. General maintenance and cleaning required. The device in question was manufactured on june 30, 2007. Service history: date of service: (B)(4) 2016. A two year lookback in complaint system for this reported failure and or related to " cannot move the handle" for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. In summary, the end user's reason for return was verified as the base handle would not adjust properly and the adjustment nut would not tighten down from the threads being cross threaded. General maintenance is required as this device was manufactured in 2007 with no prior service history.

Manufacturer narrative:
Additional information received from the customer on 17jun2016:the product problem was discovered before surgery.the incident date was on (B)(6) 2016. No other information was provided.